Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached early replacement indicator (eri) prematurely. The device was programmed vvi at 45 beats per minute, and only delivered shocks at induction. It was implanted 4.9 years. The device is scheduled for replacement.